Event description:
It was reported that the left ventricular (lv) lead dislodged into the main coronary sinus (cs) and exhibited a lv pacing failure and elevated threshold. It was noted the lv lead was dislodged because it was thin and the lead was explanted and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.